Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was having problems with the device. She was body slammed through a door thrown into a car where the implant hit the bumper. The patient had pain at the implant site to the sacral nerve. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the steps taken to resolve the pain. If additional information is received, a follow up report will be sent.